Event description:
Ligasure jaws came apart after stuck to tissue. Patient was not harmed. New ligasure handpiece used.======================manufacturer response for tissue fusion laparoscopic instrument, ligasure atlas (per site reporter).======================spoke to rep. Parrish medical center will not release the product, but manufacturer is welcome to come to our facility to review and take pictures of the product.